Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen of the customer's insulin pump was cracked. Her blood glucose was 155mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.